Event description:
The patient reportedly experienced sound quality issues. The patient also experienced dizziness. Programming adjustments were made; however, this did not resolve the issue. The patient's device was explanted.